Event description:
Physician was deploying one resolute integrity drug-eluting stent to a lesion in the lcx with little calcification, 99% stenosis and moderate tortuosity. The stent was delivered through a previously deployed stent which was reported to have stenosis. It was reported that a stent strut was deformed during delivery. The device was removed and another resolute integrity drug-eluting stent was deployed. There was no adverse effect on the patient. Evaluation summary: the distal tip was severely damaged. The proximal balloon pillow was bunched and disturbed. The first three proximal stent segments were intact. The remaining segments were deformed with a number of struts raised and overlapping. The device was inflated to nominal pressure, the stent was expanded and the balloon maintained pressure with no abnormalities noted.

Manufacturer narrative:
Evaluation results and conclusions: (stent deformation). (Lesion morphology). 99% stenosis, little calcification and moderate tortuosity. (Presence of a previously deployed stent). (Deformation problem). (B)(4).